Event description:
As reported from japan by a field clinical specialist, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve implanted in the aortic position, hypotension occurred following valve deployment. The systolic blood pressure remained low at approximately 45 mmhg. Echocardiography demonstrated markedly reduced left ventricular contraction with no observed pericardial effusion. Coronary angiography revealed no obstruction of the left or right coronary arteries, and aortography showed no evidence of aortic rupture or dissection. Because the cause of the depressed cardiac function could not be identified at that time, treatment was initiated with epinephrine, intra aortic balloon pumping (iabp), and blood transfusion. Left ventricular contractility gradually improved, and systolic blood pressure increased to approximately 80 mmhg, allowing the patient to leave the operating room. No device damage was reported, and no valve dysfunction was observed. The perceived root cause was not identified. Postoperative CT imaging demonstrated a finding suggestive of a small amount of blood accumulation within the periaortic fat surrounding the ascending aorta. There was no worsening of this finding. The patient is being monitored on the general ward. The cause of the event remains unknown.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. The cause for the hematoma could not be determined with the information provided. However, it is possible that patient factors (advanced age, female gender) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.